Manufacturer narrative:
(B)(4). Device evaluation indicated that the device exhibits normal device characteristics.

Event description:
A report was received that the patients lead was explanted for unknown reason. No further information could be obtained.